Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer powers on pca, and receives error 13-1033-149. Failure device type: alaris system instrument failure problem type: 8120 failure mode: troubleshooting/ error codes case resolution: customer powers on pca, and receives error 13-1033-149. Explained to customer the location of the problem fault. Informed them this may be due to a calibration error with the logic board. Customer mentions no display of syringe calibration message with device. Suggested to customer to repair/replace the logic board to correct issue. Customer given part number to logic board for replacement. They will call back, if further assistance is needed. End call.